Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 MDR reports for the same event (see: 3002806535-2012-00206/207).

Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2007. Revision procedure was performed on (B)(6) 2012 allegedly due to metallosis and wear. No further information has been received.